Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the programmer blanked out while testing. Power cord bay door is broken. Left antenna assembly found out of electrical specification. Stylus is missing.

Event description:
It was reported that while doing a case, the programmer "suddenly shut down and would not power back on." It was also noted that the programmer "blanked out" while testing. The programmer was returned for service. Another programmer was used to finish the case. There were no reported patient complications as a result of this event.